Event description:
Healthcare professional reported right side rupture. Device was explanted.

Event description:
Healthcare professional reported, right side rupture. Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.